Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported oxygen (o2) range error on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component was unable to confirm or duplicate the reported issue due to the failure of the turbine to operate. The turbine interface printed circuit board assembly (pcba) was corrupted and failed. When the turbine was connected to a known good turbine interface pcba, the turbine operated normally.